Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery using a penumbra system reperfusion catheter 054 and separator 054. Before the procedure, intravenous tissue plasminogen (IV t-pa) was not administered. During the procedure, a reperfusion catheter 054 was advanced to the c4 along with a guidewire and a balloon guiding catheter. Aspiration was done with the separator 054 and 3,000 units of heparin were injected. The blood clot scattered into the peripheral arteries and 180,000 units of UK was injected into the selective artery. The following day, the patient developed subarachnoid hemorrhage and intra-axial hemorrhage, which caused encephaloma and cerebral swelling. The patient was given decompression. Approximately two months later, the patient was released from the hospital. Physician's comment: since the blood clot scattered and went into peripheral arteries, I manipulated the device back and forth several times. Probably this procedure injured the artery. The relation between the penumbra system and the event were not denial. The event was related to the procedure.

Manufacturer narrative:
Conclusion: hemorrhage and distal emboli are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported events were anticipated procedural complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00390. Device was disposed of by the hospital.